Event description:
It was reported that the right ventricular (rv) lead had perforated causing discomfort and pain to the patient. Pericardial window was performed, and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that the right ventricular (rv) lead had perforated causing discomfort and pain to the patient. Pericardial window was performed, and this lead was explanted. No additional adverse patient effects were reported.